Event description:
The customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer leaked diluent. The volume of the leak was less than 2 mls and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer discovered that the tubing came off the pinch valve (pv14) and leaked diluent onto the manifold (mf4). The customer replaced the tubing that resolved the leak but the unit was generating aspiration errors. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found valve (vl64) on manifold (mf13) was stuck in the on position. The fse replaced the vl64 and verified its operation that resolved the aspiration error and the unit is operational. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).